Event description:
It was reported that during routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) has a stuck power cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Due to character restriction block e1 event site address is (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse loosened the stuck wires, and the power cord could be pulled out normally. The unit worked normally.

Event description:
N/a.